Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call her blood glucose was 426 mg/dl. She did not report any symptoms of hyperglycemia, and she treated her high with a manual insulin injection. No further details were given regarding the high blood glucose. The insulin pump was not returned for analysis.